Event description:
It was reported that the patient, who had a recent history of driveline fault alarms (MFR #: 2916596-2025-07983), and a pump exchange on 12 oct 2018 (MFR #: 2916596-2018-04760), was admitted to the hospital on (B)(6) 2026 for a driveline infection. The patient received a driveline debridement surgery on (B)(6) 2026. It was mentioned that the patient may have a driveline repositioning. It was noted that they had about 1 inch of velour protruding from the skin. Cultures revealed few gram-positive rods, many gram-positive cocci in pairs, many gram-negative rods; there were light growth presumptive corynebacterium amycolatum and light growth presumptive trueperella bernardiae. A circular incision was made around the driveline to the fascia and all infected tissue was debrided. The wound was then irrigated with warm antibiotic-containing solution and a pulse lavage. The wound was packed kerlix soaked in betadine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.